Event description:
A customer' mother reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was unknown at the time of the call. The mother stated that the needle retracted in the sensor and cannot be inserted. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.